Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that patient underwent uneventful ilasik in both eyes (B)(6) 2015 and presented at 4 month post op with epi-ingrowth in right eye. Patient was brought to laser suite and right flap was lifted and epi ingrowth removed (B)(6) 2015. Patient followed at the center and epi ingrowth returned. Monitored patient and elected to lift flap and remove recurrent growth (B)(6) 2015. Visual acuity sans corrected (vasc) 20/40 prior to lift, pinhole 20/20. Suture placed to secure flap. Patient seen on (B)(6) 2015 vasc 40/40 pinhole 20/25. Suture in place.